Manufacturer narrative:
Sections with additional information as of 30-oct-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation is ongoing and root cause selected. Bent needle defect associated with scar-23-012. Root cause: rc-075: supplier manufacturing defect.

Event description:
Consumer reported complaint for the trueplus lancets. Customer was transferred from centerwell pharmacy. Customer stated that the needles from her box of lancets are bent/slanted when the top of the lancet is removed. Customer advised that product was sealed and intact when the product was received. This is the first time the customer used the product out of this package. The customer is not claiming they were injured using the product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she wanted another replacement box of lancets. Additional replacement lancets sent to customer.